Event description:
Arrive 2 clinical trial 128-061. It was reported that 8 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was 3.2mm vessel diameter. 99% stenosed region of the distal right coronary artery (rca). The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x32mm (lot 7264029) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The placement of the drug eluting stent overlapped by 10mm with a previously stent in the target vessel. The patient was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the patient expired at home 8 days post index procedure. The patient was found unresponsive and was pronounced dead in the field. No symptoms were noted and target vessel involvement is unknown.

Event description:
It as further reported that the patient was enrolled into the arrive 2 program on the date of the index procedure. Target lesion 1 was located in the distal rca with 99% stenosis and was 30 mm long with pre-dilation and placement of a 3.0x32 mm taxus stent (overlapping the previously placed stent), multiple post-dilation inflations were performed in the mid rca extending to the proximal rca, with 0% residual stenosis. Electrophysiology was consulted regarding the possible need for av defibillator and biventricular pacemaker placement secondary to severe ischemic cardiomyopathy. ECG showed "left bundle with a qr restoration of 122 seconds and a qt interval of 502." It was felt that the patient was at risk for "sudden cardiac death." Plans were made for follow-up cardiac assessment with evaluation of ef and possible defibrillator/pacemaker implanation in 3 months. The patient remained stable and was discharged one day post index procedure on asa and plavix therapy. Eight days post index procedure the site coordinator received a message from the patient's wife stating that the patient expired. The wife reported that the patient was found on the floor (at home) unresponsive, 911 was called. All resuscitative efforts were unsuccessful and the patient was pronounced dead in the field. An autopsy was not performed. The cause of death was "cardiovascular arrest." In the opinion of the physician there is an unknown relationship between the target vessel and the event.